Manufacturer narrative:
An event regarding seizing involving a pilot wire was reported. The event was confirmed. Method & results: device evaluation and results: the pilot wire did pass through the shaft of the guide. It did however, become stuck in the guide hole. It took a medium amount of force to remove the pilot wire from the guide hole. Medical records received and evaluation: not performed as no medical records were received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that during a consultation with a member of the mar group concluded that the returned baseplate centering guide right found it to have galling in the inner diameter of the hole. During the functional test the pilot wire would pass through but become stuck within the baseplate centering guide hole.

Event description:
Pilot wire not going through baseplate centering guide right. Keeps jamming up inside guide as per doctor.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pilot wire not going through baseplate centering guide right. Keeps jamming up inside guide as per doctor.